Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection on returned sensor patch was performed and no issues observed. Data was successfully extracted from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly, no failure mode was observed. Further investigation will be performed and a final report will be submitted once additional information is received. The date of manufacture is unknown. The date listed in device manufacture date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer noticed unspecified symptoms and self-presented to a healthcare provider who prescribed hydrocortisone cream and advised to use cavilon barrier spray. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer noticed unspecified symptoms and self-presented to a healthcare provider who prescribed hydrocortisone cream and advised to use cavilon barrier spray. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. No malfunction or product deficiency was identified.